Event description:
Customer reported the gas module iii failed which may have resulted in a loss of gas monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the small diameter tubing between the o2 filter and the o2 sensor, adjusted the +5 and +12 volt power supplies. Performed a gas calibration. Tested, calibrated and safety checked unit to factory specs.